Event description:
According to maude adverse event report: (B)(4), pt on high oxygen concentration. After procedure completed, small bleeder identified on face. Surgeon used bovie which sparked igniting drapes. Pt sustained burns requiring pt to be placed on a ventilator and she ultimately died.

Manufacturer narrative:
The information reported in the maude adverse event report reasonably suggests the conmed (B)(4) met its performance specifications or otherwise performed as intended. The information reported reasonable suggests that user error caused the reported event. The conmed (B)(4) operators manual states the following: 1.1.2: precautions in pt preparation. Electrosurgery should never be performed in the presence of flammable anesthetics, flammable prep solutions, or in oxygen-enriched environments. The risk of igniting flammable gases or other materials is inherent in electrosurgery and cannot be eliminated by device design. Precautions must be taken to restrict flammable materials and substances from the electrosurgical site, whether they are present in the form of an anesthetic or skin preparation agent, or are produced by natural processes within body cavities, or originate in surgical drapes or other materials. Normal use and environmental restrictions: equipment not suitable for use in the presence of a flammable anaesthetic mixture with air or with oxygen or nitrous oxide. This adverse event was discovered while reviewing the FDA maude database. However, this report appears to be new and was not present in the maude database during previous maude database reviews. Conmed electrosurgery has submitted (8/19/2010) a request to the FDA for additional information regarding the maude adverse event report (B)(4).